Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of vancomycin (280mg in nacl 0.9% (15mg/kg)). The infusion was intended to be completed over an hour with a total volume to be infused was 56ml. However, the infusion was completed within 30 minutes. The event occurred between 12:00pm to 12:18pm. There was patient involvement but no harm.

Event description:
It was reported that there was an over infusion of vancomycin (280mg in nacl 0.9% (15mg/kg)). The infusion was intended to be completed over an hour with a total volume to be infused was 56ml. However, the infusion was completed within 30 minutes. The event occurred between 12:00pm to 12:18pm. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.